Manufacturer narrative:
Device passed the displacement test however, device alarmed hardware low level failures error during the self test and hardware low level failures error is found in the formatted history file along with audio anomalies due to broken traces at of the keypad assembly.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 14.2 mmol/l at the time of the incident. The insulin pump will be returned for analysis.